Manufacturer narrative:
Evaluation codes: the first stage revision notes state that the patient has past medical history of significant comorbidities including (B)(6). Upon opening the joint, there was evidence of chronic infection throughout the knee. All components were removed and a steinmann pin was cemented into place for fixation. The second stage revision operative notes state the patient underwent parapatellar arthrotomy, wound therapy for an open wound with skin grafting, and irrigation and debridement. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and (B)(4) standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Additionally, it is possible the patient's medical history may be a factor in impaired healing. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that the patient underwent a two-stage revision for infection. The second stage of the revision was completed on (B)(6) 2011.